Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation versacross rf wire was selected for use. It has been mentioned that difficulty was encountered in positioning for the transseptal puncture, and when the device was repositioned back into the superior vena cava (svc) once, the j-tip became stretched/deformed. Due to concerns regarding continued use, it was replaced for a pigtail. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.